Event description:
It was reported that the insulin pump alarmed failed selftest. Customer's blood glucose reading was 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit alarmed a64 during self test and was unable to communicated with the test blood glucose meter due to faulty y1 on rf/b. Unable to test for e34 alarm due to rf failure. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.